Manufacturer narrative:
As to the MFR date, please note this refers to a MFR period: starting 07/2007 until 09/2007. Eval/investigation of device is still pending. We authorized three external sites (research lab, univ of technology, education center for instrument makers) to perform further investigation. As soon as the results are on hand, we will submit a respective f/u MDR.